Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture (loc). It was discovered during a routine follow up that the lead was dislodged. It was successfully repositioned. No additional adverse patient effects were reported.